Event description:
It was reported that during a laparoscopic right nephrectomy, the surgeon was unable to open the device. Squeezed handle hard and heard crack noise. Handle would not move. Release lever would not release instrument. The patient developed bleeding and the procedure was converted to open. It was the first firing of the instrument. Had to cut off tissue. Two units of the blood transfused.